Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, around 75-100% of the shell is missing. The device was found to be underweight. A microscopic analysis was performed which identified a broken shell with striated edge break on posterior side assessed as surgical damage consist in the use of some surgical tool. Based on the device analysis the final assessment is a broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool, and missing shell that is assessed as inconclusive. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture and swollen lymph nodes. Device has been explanted.

Event description:
Healthcare professional reported, right side rupture. And swollen lymph nodes. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture.

Event description:
Healthcare professional reported right side rupture and swollen lymph nodes. Device remains implanted.